Event description:
The patient received inappropriate therapy due to oversensing. Also, an insulation anomaly was observed during explant of the lead.

Manufacturer narrative:
No medwatch form was received. The field experience was verified. The outer insulation was abraded, at 7.7 cm from the connector pin, as a result of friction to ICD can. The helix was clogged with dried body fluid/tissue. Once the helix was cleaned, the helix could still not be retracted. After cutting the lead from the lid tip, the helix could be fully retracted and extended. The metal filars of the sensing coil was exposed and this damage can cause oversensing. The lead exhibited normal electrical characteristics.